Event description:
It was reported that the right ventricular lead had high pacing impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance, with 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012, 15:00:10 and (B)(6) 2012, 03:00:10. The daily pace lead impedance trend data show various spike increases for ventricular pace bi impedance = 1482 to 4047 ohms peak between (B)(6) 2012.